Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open at the middle and distal sections. The patient was undergoing surgery for treatment of an unruptured, saccular, cavernous segment aneurysm of the internal carotid artery with a max diameter of 18 mm and an 8 mm neck diameter. The landing zone arterial diameter was 4.5 mm distally and 5 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. Was prepared correctly and delivered by a phenom 27, which was also prepared correctly. Even without significant tortuosity, the pipeline did not present any type of opening. Recaps and repositioning of the delivery system were made and even so, the device did not open in any portion. The pipeline was resheathed and removed from the patient with the microcatheter. The 5x30 pipeline was replaced with a 5 x 25 pipeline to complete the procedure. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed more than 2 times. Several maneuvers were performed in an attempt to open the pipeline. Ancillary devices included bmx guide sheath, navien 72 (lot: d070817) intermediate catheter, phenom 27 (lot: 232995407) microcatheter, synchro guidewire, stryker target microsprings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.